Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a mechanical fall on (B)(6) 2022 due to weakness, as reported by their partner. The patient was admitted to the emergency department (ed) on (B)(6) 2022 with an altered mental status and was found to have a subarachnoid hemorrhage (sah) with concern for possible endocarditis of their mitral valve. Anticoagulation medication was withheld. The patient was treated with intravenous (IV) antibiotics for pseudomonas bacteremia. While in the emergency department, the patient was noted to have seizure-like activity. A head computed tomography (CT) scan reported small areas of subacute infarct with petechial hemorrhagic transformation. The patient was admitted. On (B)(6) 2022, the patient reexperienced an altered neurological status and was unresponsive. The patient required intubation. A CT scan showed a large 2.7 cm subdural hematoma with a 2.5 cm midline shift. A computed tomography angiography (cta) scan revealed cut-off posterior cerebral artery vessels due to impingement from herniation. There was no neurosurgical intervention option. The patient transitioned to do not resuscitate-comfort care arrest (dnr-cca). The patient's family requested stopping the left ventricular assist device (lvad). The patient passed away at 19:38 on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2020. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists infection, stroke, bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regards to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 6 of this IFU entitled ¿patient care and management¿ provides information on anticoagulation, including recommended international normalized ratio (inr) values. The heartmate 3 lvas patient handbook, rev. D, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was concern for infective endocarditis and lvad infection as the cause of embolic with hemorrhagic transformation.